Event description:
- -

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device case was opened to facilitate examination of the internal components. Upon receipt device data was insufficient to obtain battery status and the device had no telemetry or pacing outputs confirming the reported clinical allegation. The device battery was removed and replaced with an external power source. Battery voltage was noted to be lower than expected. Detailed analysis of the device hybrid was undertaken. During probing of the hybrid, the high current condition disappeared. The hybrid was unfolded and microscopic analysis did not identify any conditions that would have caused or contributed to the identified high current drain or lower than expected battery voltage. The hybrid was tested in many different conditions, at many different temperatures and the high current drain could not be reproduced. Analysis confirmed the inability to interrogate this device and identified a high current drain; however, the high current disappeared during testing and the root cause could not be identified.

Event description:
Boston scientific received information that during a follow up visit, surface electrogram revealed intrinsic av block and no device activity. No visible pacemaker spikes were noted and telemetry could not be established. There was no response to a magnet application. During the previous follow up approximately eight months earlier, beginning of life (bol) battery status was noted and all data was normal. A replacement procedure was performed. This device was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.